Event description:
It was reported to philips that the flexvision monitor was unable to display, preventing imaging. The user performed a reboot, but the issue persisted. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the flex vision monitor failed to display, which stopped the imaging process. Review of the system log file detect the flex vision pc malfunction. To resolve the issue, fse replaced the flex vision pc, uploaded new software and license. The defective flex vision pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.